Manufacturer narrative:
Per the clinic, the device was explanted due to extrusion of the receiver stimulator. This report is filed november 16th, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unknown reason. More information has been requested, however has not been made available as of the date of this report, (B)(6) 2015.